Event description:
It was reported the device had rotated. No action was taken. It was later reported the event resolved without sequelae on (B)(6) 2011. Information received about two weeks later noted that the patient was concerned about the device moving around within the pocket in (B)(6) 2011. On palpation, it appeared that the device was flipping around from back to front within the subcutaneous pocket. It was stated the etiology was the neurostimulator. A follow up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-33, lot# v464762, implanted: (B)(6) 2010, product type lead. (B)(4).